Event description:
During case, anesthesia machine faulted with a # 9 code. Dr looked at manual, and started to run through settings to repair the fault # 9. The machine shut down. Patient hand bagged throughout the rest of case. Drager medical called and reported. MFR's rep will be in today to look at problem. Patient was transported to pacu after the surgery was completed with a oxygen saturation of 86-89%. The patient was discharged from pacu in stable condition with spontaneous respirations and oxygen saturation of 100%.

Event description:
During case, anesthesia machine faulted with a # 9 code. Dr looked at manual, and started to run through settings to repair the fault # 9. The machine shut down. Patient hand bagged throughout the rest of case. Drager medical called and reported. MFR's rep will be in today to look at problem. Patient was transported to pacu after the surgery was completed with a oxygen saturation of 86-89%. The patient was discharged from pacu in stable condition with spontaneous respirations and oxygen saturation of 100%.